Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to not an outer surface of the scope, the material was not removed by reprocessing. It was presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.